Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2000e because the provided lot number is invalid. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle free valve . The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the blue adaptor cap was cracked and leaking chemotherapy.